Event description:
Patient sent for MRI using 3 tesla with microsensor in-situ. The microsensor was disconnected from the transducer cable and coiled just prior to MRI. When the MRI was completed, on removing patient from the MRI machine, it was noted that the microsensor transducer end was detached from the catheter and could not be found near or in the MRI machine. Following this surgeon removed the catheter from the patient, however discarded this. Unfortunately as the transducer end of the microsensor could not be found, neither piece of the transducer could be sent for evaluation.

Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.